Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the tip of the reduction forceps broke whilst in use. All fragments have been recovered. This did not occur inside the patient¿s body; the instrument broke whilst on the operating table. The fragments were disposed of at the hospital.